Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states customer reportedly received results of 122 mg/dl and 69 mg/dl within 10 minutes on the aviva system. Low blood glucose symptoms were reported with these results. Caller provided juice and coffee to the customer (he did not know if she would have been able to obtain treatment on her own). Customer's low blood glucose symptoms improved 15 minutes later. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.